Event description:
It was reported that the implantable cardioverter defibrillator delivered an inappropriate shock. The device was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested, but not received yet.